Manufacturer narrative:
The investigation for the pump stop has been completed. The pump was not returned for evaluation. Log review showed a motor current spike before the pump stop and "impella stopped - motor current high" alarms. There was an increase in purge flow before the pump stop. The impella cp was used beyond the 8 day design life. The root cause of the pump stop was not determined since product was not returned and insufficient clinical detail was provided. Corrections to the initial MFR report: g1 MDR reporting contact email.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high-risk cpi section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported wrong red alarms of impella cp in ventricle were occurring. The impella position was verified, and the cp was in good position. Additionally, the impella stopped suddenly, and it would not restart. The patient was taken to the operation room to remove the impella. It was further reported that the patient expired after the pump was removed. The relationship between the impella and cause of death is unknown.

Event description:
The investigation uncovered optical signal issues with the impella cp.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The product was returned and evaluated. No abnormalities were found with the 5s parameters. The pump passed the laser continuity test, no biomaterial was found, and no abnormalities were found while running the pump for 15 minutes. The patient was 7 years old and likely small in size. The 5s parameters were in spec. The root cause of the optical signal issue was most likely patient condition related. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-22567. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated.

Event description:
Additional information received that the patient did not expire upon removal on the impella. The patient was successfully bridged to a left ventricular assist device and right ventricular assist device.

Manufacturer narrative:
The product was returned so an investigation of the product returned was completed. The returned pump had cracks in the sidearm filter. When running the pump, the purge pressure matched the range in the field (350-400 mmhg) and the purge flow was occasionally up near 30 millitlieters per hour, which correlates with the sidearm filter leak. Log review showed a motor current spike before the pump stop and "impella stopped - motor current high" alarms. There was an increase in purge flow before the pump stop. No biomaterial was found on the returned pump and no blood ingress was found in the purge line. However, with the increased purge flow leading to the high motor current pump stop. There was most likely biomaterial/blood entering the purge gap, leading to the pump stop. The high purge flow was most likely caused by the sidearm filter leak from the crack that may have been due to ipa interaction. The root cause of the pump stop was most likely the damaged sidearm filter. The impella cp was used beyond the 8 day design life. D.9 date device was returned/information was added. B.1 revised to product due to new information received since initial manufacturer device report number 1220648-2024-22567 was submitted. B.2 revised to reflect blank due to new information received since initial manufacturer device report number 1220648-2024-22567 was submitted. B.3 revised date of event as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-22567. B.5 information was added since the initial manufacturer device report number 1220648-2024-22567 was submitted. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-22567 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.3 date of awareness on the initial manufacturer device report number 1220648-2024-22567 should of been 18-oct-2024. H.1 revised selection due to new information received since initial manufacturer device report number 1220648-2024-22567 was submitted. H.6 revised health effect clinical code due to new information received since initial manufacturer device report number 1220648-2024-22567 was submitted. A new code was added. Health effect impact code 1802 should not have been on the initial manufacturer device report number 1220648-2024-22567 per information received. Added new type of investigation code due to investigation being completed on the returned product. Investigation conclusions since the first follow up manufacturer device report number 1220648-2024-22567 was submitted due to the investigation being completed on the returned product. H.10 investigation results were changed due to returned product being investigated.